Manufacturer narrative:
Continuation of d10: dtpa2qq crtd; 4470 lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced possible phrenic nerve stimulation caused by the left ventricular (lv) lead. The patient reported that the manufacturer representative stated that ¿its evidently touching a nerve¿ and the patient said it felt like it was bumping them. Reprogramming was done, but the patient noted that the issue got worst. Th patient noted that approximately ten minutes post reprogramming, the patient started to feel the symptoms and felt that they were worse than before. The lead remains in use. No further patient complications have been reported as a result of this event.